Event description:
It was reported that pt underwent total hip replacement in 2006, in which the pt rec'd a durom cup acetabular component. The pt's atty reports that post-op, pt experienced pain and underwent revision surgery in 2008.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. (Establishment) which markets the devices in the u.s.